Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion. A leak test was perform and found no openings. Fill inspection was performed and identified no blockage in the valve. No observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.